Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that the customer was hospitalized due to low blood glucose. Customer's blood glucose was 19 mg/dl. Customer drove off the road and blacked out. Doctor wanted the device to be interrogated to ensure it was working correctly. Customer will not be returning the device for analysis.